Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due fluid loss. The device was no longer working properly. It was noted there was a tear in the tubing. The device was removed and replaced. There were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due fluid loss. The device was no longer working properly. It was noted there was a tear in the tubing. The device was removed and replaced. There were no patient complications.